Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the insulin pump gave battery out limit alert and went off. The blood glucose was 350 mg/dl at the time of the incident. Customer stated that, the insulin pump alarmed during normal use. Customer declined troubleshooting for the high blood glucose. The customer advised to monitor the insulin pump. The device will not be returned for analysis.